Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I constantly buy syringes for ultra-fine 6mm insulita. In the last purchase, when using a first syringe from one of the plastic packages that come in the box, the plunger was withdrawn and it was detected that it contained a transparent liquid, ignoring the reason, we simply discarded it and used another, which exactly happened the same, the third needle no longer did it. The next day it happened again, another one was occupied again and there was no problem, the same thing on the third day. The package was opened on saturday, january 21, in total we have 4 syringes with that liquid, 3 that were fine and 3 that have not yet been used.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos. The customer returned five photos of the 31gx6mm syringe. The customer reported that when the plunger was withdrawn, they detected that it contained a transparent liquid from the syringe. The photos were examined, and it was observed and there is a translucent bead of liquid that has solidified at the tip. This material may be the adhesive meant to hold the needle in place. A review of the device history record was completed for batch# 2199443. All inspections and challenges were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (foreign matter in syringe). A definitive root-cause could not be determined. See h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jun-2023. Investigation summary customer returned (4) 0.5ml 31g 6mm syringes in an open polybag from the lot# 2199443. It was reported by the consumer that the plunger was withdrawn, and it was detected that it contained a transparent liquid. All the return samples were tested, and small clear droplet of material came out of the cannula from three syringes. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2199443. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to confirm the foreign material as silicone. A definitive root-cause could not be determined.

Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I constantly buy syringes for ultra-fine 6mm insulita. In the last purchase, when using a first syringe from one of the plastic packages that come in the box, the plunger was withdrawn and it was detected that it contained a transparent liquid, ignoring the reason, we simply discarded it and used another, which exactly happened the same, the third needle no longer did it. The next day it happened again, another one was occupied again and there was no problem, the same thing on the third day. (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine 6mm¿ insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: I constantly buy syringes for ultra-fine 6mm insulita. In the last purchase, when using a first syringe from one of the plastic packages that come in the box, the plunger was withdrawn and it was detected that it contained a transparent liquid, ignoring the reason, we simply discarded it and used another, which exactly happened the same, the third needle no longer did it. The next day it happened again, another one was occupied again and there was no problem, the same thing on the third day. The package was opened on saturday, january 21, in total we have 4 syringes with that liquid, 3 that were fine and 3 that have not yet been used.